Manufacturer narrative:
(B)(4). Evaluation conclusion: the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013, due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic reported an uneventful treatment and did not request field service or clinical support. Placeholder.

Event description:
Patient underwent an uneventful ilasik on (B)(6) 2013. Patient presented at 1 day post op with striae on both eyes. Patient brought back to the laser suite and flaps lifted and stretched. Patient seen on (B)(6) 2013. Visual acuity sans correction (vasc) was 20/25 on the right eye and 20/20 on the left eye. Visual acuity cum correctore (vacc) was 20/15 on the right eye and 20/15 on the left eye. Patient doing well.